Manufacturer narrative:
Unique identifier (UDI)# (B)(4).

Event description:
The customer stated that they have been having sporadically questionable ion selective electrode (ise) results dating back to (B)(6) 2017. Ise noise alarms have also been sporadically flagged on patient results. The ise indirect na, k, ci for gen.2 data for one patient sample that was run on (B)(6) 2017 was provided. The results for the sodium, potassium, and chloride were all a reportable malfunction. There were no alarms associated with these results. The initial sodium result was 99 mmol/l with a repeat result of 130 mmol/l the initial potassium result was 3.0 mmol/l with a repeat result of 4.9 mmol/l the initial chloride result was 110 mmol/l with a repeat result of 85 mmol/l. The repeat testing was performed on another analyzer. The repeat results are deemed to be correct. The initial results were not reported outside of the laboratory. There was no adverse event. The lot numbers and expiration dates for the sodium, potassium, and chloride electrodes were requested but not provided. The field engineering specialist could not find a cause for the malfunction. He flushed and cleaned the system. He found a seal missing in the sample probe. He replaced the missing seal, and he installed and adjusted a new probe. The customer replaced all reagents. Calibration, qc, and a precision run was performed all which passed.

Manufacturer narrative:
The customer confirmed that they have had no further complaints of this nature since the field engineering specialist visit.

Manufacturer narrative:
Further investigation showed that the customer¿s complaint involved results where the chloride (cl) behaves in the opposite direction as sodium (na) and potassium (k) when repeated. In this case the na and k repeat results ran higher while the cl repeat result ran lower in respect to their original results. Possible causes for this observed issue includes air in the sample channel, leakage current coming from the waste, and an old or expired reference electrode.